Event description:
The customer reported approximately between 15 to 20 milliliters of clear fluid leaked in the diluter below the white blood cell (wbc) bath, within the compartment, involving the coulter lh 780 hematology analyzer. The operator noted the fluid was also on the counter. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There were no erroneous patient results generated. Patient care was not impacted. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted diluent leaked. The fse replaced the tubing at valve vl12a and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the worn tubing through valve vl12a. (B)(4).